Event description:
It was reported patient underwent a total hip arthroplasty in 2010. Subsequently, patient was revised on (B)(6) 2013 due to possible infection. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.